Event description:
Spontaneous call. Pt reports that pump error'd for no disposable tubing consistent with cassettes causing same error message. Pt did not have lot number of cassette. Pt was able to switch pumps with a new cassette. No other information known. Reported to (B)(6) by pt/caregiver.